Event description:
It was reported that the transfer set did not screw onto the catheter adapter securely. The registered nurse (rn) stated that they experienced this issue when they were installing the transfer set to the plastic adapter on a patient. The rn explained that because the connection did not feel tight, they replaced the transfer set with a new one and no further issues were noted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13j16050 was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, clamp function test, and integrity of seal test were performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.